Event description:
The procedure was a rica stenting. The pt had a type 3 arch and a previous stent had been placed in the rica (2001). The spiderx filter was placed in the rica according to the IFU. A 7mm-10mm x 40mm stent was placed in the rica. Physician started to go up with a second stent. Then the guide catheter herniated out into the arch. This pulled the spiderx back and hooked the end of the 7-10 x 40 stent. The 10mm x 30mm stent was never placed. Physician tried to retrieve the filter. It looked like the retrieval was complicated by not having the support of the guide catheter along with the filter being stuck in the stent struts. After several minutes of manipulation. Physician was able to free and retrieves the spiderx. The spiderx wire was tangled during the re-sheathing of the filter. The retrieval catheter also snapped during the process. Additionally, the spiderx pulled the new stent proximally during the retrieval process while it was still stuck in the stent struts.

Manufacturer narrative:
Device has not returned to date 09/25/2006 for analysis.